Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem). Block h6: device code a0402 captures the reportable event of balloon burst. Block h11: investigation result the product was not returned for analysis and was discarded at the facility. As per specification the rated burst pressure of this device was 20 atmospheres; however, based on the device being used during a percutaneous nephrolithotomy (pcnl) procedure to treat a kidney stone. It is most probable that the device had an interaction with a stone which would have contributed to the balloon rupture. Therefore, the most probable root cause is adverse event related to patient condition.

Event description:
It was reported that a nephromax nephrostomy balloon catheter device was used during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure, the physician was trying to inflate the balloon and noticed under flouro that the balloon was not taking shape. Reportedly, upon deflating and pulling out the balloon it burst, and the pressure was at 20 atmospheres (atm). They tried re-inflating the balloon, but it was not possible. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h11: investigation result the product was not returned for analysis and was discarded at the facility. As per specification the rated burst pressure of this device was 20 atmospheres; however, based on the device being used during a percutaneous nephrolithotomy (pcnl) procedure to treat a kidney stone. It is most probable that the device had an interaction with a stone which would have contributed to the balloon rupture. Therefore, the most probable root cause is adverse event related to patient condition.

Event description:
It was reported that a nephromax nephrostomy balloon catheter device was used during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure, the physician was trying to inflate the balloon and noticed under flouro that the balloon was not taking shape. Reportedly, upon deflating and pulling out the balloon it burst. They tried re-inflating the balloon, but it was not possible. The procedure was completed with another of the same device with no patient complications.